Event description:
Event description guidant received information that during the procedure to implant this bi-ventricular pacemaker a lack of output was noted and the patient experienced an asystolic episode. It was reported that the right atrial and ventricular leads were inserted into the device header first and the device functioned normally. However, when the left ventricular lead was inserted into the header, the device had no output for several seconds. The device resumed normal operation after several seconds. The physician elected not to implant the device due to this issue. The pacemaker was replaced and returned for analysis.